Event description:
During laparoscopic nissen fundiplication, assembled 3 piece clickline laparoscopic grasper was withdrawn and handed to scrubtech. Scrubtech later found a small piece of metal on her table which appeared to have come from the assembled grasper. The instrument was further inspected and appeared to have another small piece of metal missing. The surgeon was advised. An intraoperative radiograph was obtained without identification of radiolucency/foreign body. The procedure was concluded without further incident. After further examination, it is believed that a piece of a ring inside the distal portion of the shaft is what broke. Shaft - 36mm long: part 33000, lot cc 37. Grasper; 5mm fenestrated grasper: part 33010, lot py 4. Shaft and grasper retained.